Event description:
No additional information.

Manufacturer narrative:
Three photos were taken by the customer that could not verify the customer complaint. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite infusion pump was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by customer that leaking tubing.